Manufacturer narrative:
A review of the pump's device history record confirms that the pump was tested and met its specification at the time it was shipped from animas. Pump tested and found to have broken wire leading to piezo. This will cause alarm failure. There was no malfunction relevant to the pump's ability to deliver insulin per specification.

Event description:
No sound when bolus being delivered.